Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedance measurements (within range), measuring 120 ohms. Subsequently, this patient underwent surgical intervention to have the lead explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies other than the induced damage from extraction. Lead was returned in two segments with total length of 668mm, mid-body segment appears to be missing. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedance measurements (within range), measuring 120 ohms. Subsequently, this patient underwent surgical intervention to have the lead explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.